Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the basket could be extended but was deformed. The user tried to turn it back, but the basket could not be closed and could not be stored in the endoscope. It was also reported that the basket center wire could not be stored in the sheath. The intended procedure was continued with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket wire was severed and its cut surface was sharp. A part of the basket was broken and its surface showed that it was broken under load. The support wire was sticking out from the distal end of the coil sheath. The material of the loop that is usually placed inside the coil sheath was sticking out from the coil sheath. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Since the support wire was sticking out from the coil sheath, it could not be retracted into the coil sheath properly. The basket wire and the support wire were interfering each other due to the condition stated above, then the shape of the basket wire possibly deformed. The similar investigation results indicate that only the basket was being retracted when the control grip was being pulled. This might have caused the support wire to be protruded from the coil sheath. The following factors can be considered as the cause for only the support wire was not retracted into the coil sheath: the sheath near the support wire (loop part) was excessively angulated. The support wire which protruded from the coil sheath was excessively angulated. Some force might have been applied to the basket wire while handling the device. This might have caused the distal end area of the basket wire to break. Also, it was presumed that the proximal side of the basket wire was severed by using a sharp object. The above device handling has warned in the instruction manual.